Manufacturer narrative:
The device has been evaluated, but the evaluation could not determine the cause of the event. (B)(4).

Event description:
Treatment of an aneurysm. It was reported the coil could not be detached during procedure. No patient injury reported.